Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads, prompting a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to an integrated circuit on the analog board. The analog board was replaced and scrapped to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.